Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. No intervention was performed. The patient would continue to be monitored.

Event description:
The patient would continue to be monitored. New information on (B)(6) 2017 stated that the patient presented in hospital for lead revision. The right atrial lead continued to exhibit noise that was causing oversensing. The lead was explanted and replaced. No complications were noted on the patient prior, during, and post operation.